Event description:
Procedure: lap. Living donor nephrectomy. According to the reporter: the device did not cut well and a new one was opened to complete the procedure. No bleeding. No tissue damage. No unanticipated tissue loss. Nothing fell into cavity. No pt harm. Operating room time not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).